Event description:
The patient ((B)(6)) was admitted for treatment of the right superficial femoral artery. The following day, a blood specimen was collected and showed a crp value of 0.1 and wbc count of 6650. She was allocated to the poba group, and percutaneous transluminal angioplasty (pta) was performed, but it became a bailout, and two of the study devices were placed (diameter 6 mm × length 100 mm, diameter 6 mm × length 80 mm). The procedure was concluded uneventfully. The following day, a 38c fever was noted, loxonin, one 60 mg tablet, and mucosta, one 100 mg tablet, were administered. The next day, defervescence (36.5c) was noted. A blood specimen was collected and showed a crp of 3.5, wbc count 10860, and pct 0.18. The patient was scheduled for discharge the same day, but because an increase in inflammatory response was observed, discharge was postponed. A chest x-ray and abdominal radiography examination showed no abnormal findings. A urine culture yielded a very small quantity of gram-positive cocci and gram-positive rods. A casual urine specimen was wbc 1+ and bacteria ±. The results were considered somewhat negative for a urinary tract infection, and a febrile response to the catheter therapy was suspected. A 37.7c fever was noted later in the day, and a 38.2c fever 2 hours later. Loxonin, one 60 mg tablet, and mucosta, one 100 mg tablet, were administered orally. The next day, defervescence (36.7c) was noted, and there were no subsequent fevers. Treatment with unasyn, one 375 mg tablet twice daily, was started. The patient was discharged 4 days post-procedure. Additional information received (B)(6) 2010: vessel diameter was 1.07mm and lesion length was 150mm. Pre-procedure stenosis was 73%. The lesion was de novo and mildly calcified. The lesion was pre-dilated with a sleek 2.5 x 120mm balloon and a savvy 4.0 x 100mm balloon. Dissection occurred after the savvy balloon.

Manufacturer narrative:
After the stents were placed the lesion was post-dilated with a 4 x 100mm savvy balloon. On (B)(6) 2010, the patient came to office visit for evaluation at 30 days after surgery. There were no fevers after discharged. The patient was considered recovered without sequelae. Fluitran, lipitor, loxonin, mucosta, pariet, pletaal, unasyn. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the patient suffered arterial dissection post balloon dilation. This (B)(4) study patient is (B)(6) female with medical history including uterine myoma surgery (about 1998), arteriosclerotic obliteration (primary disease), essential hypertension, hyperlipidemia, diabetes mellitus, left cataract, maxillary cyst, and chronic paranasal sinusitis. The patient was admitted for treatment of the right superficial femoral artery. The following day, a blood specimen was collected and showed a crp value of 0.1 and wbc count of 6650. The patient was allocated for poba only and percutaneous transluminal angioplasty (pta) was performed. Vessel diameter was 1.07mm and lesion length was 150mm. Pre-procedure stenosis was 73%. The lesion was de novo and mildly calcified. The lesion was pre-dilated with a sleek 2.5 x 120mm balloon and a savvy 4.0 x 100mm balloon. Dissection occurred after the savvy balloon. Two of the study stents were placed (diameter 6 mm x length 100 mm, diameter 6 mm x length 80 mm) successfully for dissection treatment. After the stents were placed the lesion was post-dilated with a 4 x 100mm savvy balloon. The patient was considered recovered without sequelae. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15194803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. (B)(4) was generated due to spc out of control limits, since the results were favorable, the lot was released and the pths was closed. This nonconformance bears no relation to the complaint reported. No nonconformance records were issued for this lot. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time.